Event description:
It was reported the colonovideoscope displayed a b30 error, rusted connector block, and a no image issue. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.